Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the allegation against the lead was confirmed. A puncture hole was noted in the silicone insulation before the spiral fixation which was most likely when stylet escaping the lumen during back-loading. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead insulation damage. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead insulation damage. This lead was never in service. No adverse patient effects were reported.